Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. An ivc filter was successfully deployed in a suprarenal position. Approximately one month post filter deployment, a CT scan of the abdomen and pelvis demonstrated a malpositioned ivc filter which extended above the level of the renal vasculature and into the intrahepatic inferior vena cava. Approximately nine months post filter deployment, unsuccessful attempts were made to remove the filter using different snares. The filter was unable to be retrieved. Approximately three years nine months post filter deployment, the physician indicated in a letter that the filter was unable to be retrieved during the filter retrieval attempt because the filter had migrated and the tip was embedded in the wall of the ivc to the right. A CT scan of the abdomen and pelvis was performed which demonstrated stable appearance of a slightly angulated suprarenal ivc filter. Therefore, based on the medical records, the investigation can be confirmed for retrieval difficulties, tilting of the filter, and migration. However the alleged detached filter limbs is inconclusive. Per the medical records, the migration and tilting of the filter are indicated as factors that prevented a successful removal attempt of the filter. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position." However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: the safety and effectiveness of this device has not been established for suprarenal position. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters perforation or other acute or chronic damage of the ivc wall filter tilt filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and migrated to the heart. It was further alleged that limb(s) detached. Reportedly, the filter could not be retrieved during a percutaneous procedure; no attempts were made to retrieve the detached limb(s) in the lung. The patient allegedly experienced chest pain. The current patient status was not provided.